Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx (rx) drug eluting stent . The device was removed from its packaging and inspected before use with no issues noted. During the procedure, the physician experienced difficulties attempting stent release. The balloon inflation was going well up to 8 atm, once this pressure was reached the balloon stopped inflating. It is reported that the balloon only partially inflated. The physician was able to release the stent and deflate the delivery system balloon. The procedure was optimized by nc balloon. The patient is well please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
Cine image review: the procedural images confirm the presence of two lesions in the rca. A number of balloon inflation's are completed at the lesion sites. There does not appear to be any issue deploying the stent in the more distal lesion. The proximal lesion is located in a tortuous and calcified area the vessel. The stent delivery balloon appears to inflate; however there is air present in the distal section. A waste is also visible on the stent possible due to the vessel/lesion morphology. Based on the image review it appears the reported inflation difficulties were due to the presence of air in the delivery system balloon and/or indeflator thus resulting in the indeflator reaching its limit prior to fully inflating the balloon. (B)(4).